Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a stroke occurred seven days after an ablation procedure using the sphere catheter sphere 9. The patient was alive with injury following the event. No issues, bubbles, or errors were noted during the procedure, and the case was completed. The patient was not under general anesthesia, and no medical or surgical intervention was needed to prevent permanent impairment of a function. The event did not lead to or extend patient hospitalization. It was unknown if there was any patient involvement or complications as a result of the event.

Manufacturer narrative:
Continuation of d10: product ID: non-medtronic product product type: sheath medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.